Manufacturer narrative:
Note: this event was inadvertently reported under incorrect product registration number (manufacturer report number 9616066-2020-02866). This MDR resubmission now reflects the correct product registration number. The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
Device software- 08/17/2020 11:36:23 rfc_repairs (rfc_repairs) po for $365. Able to confirm that the unit was not working software upgrade/ flash needed. The unit needs to go manufacture (bd) for a flat fee repair. No patient involvement.

Manufacturer narrative:
Addition: updated adverse event codes (h6).

Event description:
Device software- (B)(6) 2020 11:36:23 rfc_repairs (rfc_repairs) po for (B)(4). Able to confirm that the unit was not working software upgrade/ flash needed. The unit needs to go manufacture (bd) for a flat fee repair. No patient involvement.